Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1nenl, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare professional regarding a patient who had an implantable neurostimulator. It was reported by the manufacturer representative (rep) that the lead was impeded so a new one was placed. During the procedure, the physician had a hard time getting all the electrodes under 2. When checking impedances with the clinician programmer, they had increased the pulse width and rate however that didn't clear the impedances. After repeated attempts to clear the impedance, the rep then used the verify remote to actually check the lead itself and it showed the lead was impeded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.